Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported blocked cannula, hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: up1a.231005.007.s911usqs6cyb3 hardware: sm-s911u cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's grandmother suspected a pod blockage, as repeated boluses administered by her and the patient did not reduce his blood glucose (bg) levels. Despite multiple boluses, bg remained elevated. The pod had been worn on the hip/buttocks for between 4 and 24 hours. The patient presented to the emergency room with high bg readings (in the 500s mg/dl range) and vomiting. He was diagnosed with diabetic ketoacidosis (dka). The patient was transferred to intensive care and treatment included intravenous insulin. He remained hospitalized for a total of 10 days.

Manufacturer narrative:
No evidence of damage observed on the cannula. Hazard alarm 0x18 was observed, indicating an empty reservoir which was confirmed. Green fluid was used to conduct fluid path testing.